Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to remove the 3dmax which allegedly failed. The attorney alleges the patient has suffered and will continue to suffer pain, and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the 3dmax which allegedly failed. The attorney alleges the patient has suffered and will continue to suffer pain, and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes, "an indirect hernia was reduced and there was an obvious defect above the coopers ligament. A 3dmax mesh was placed covering medially over the pubic tubercle and adequately covering the direct hernia as noted.¿ (B)(6) 2013 to (B)(6) 2014 - patient frequently visited hospital for hematoma, chronic right groin pain, mass and swelling in right lower quadrant. (B)(6) 2014 - patient was diagnosed with large hematoma, displaced mesh, mesh was widened bunched up in a preperitoneal space thereby underwent repair with removal of mesh and right ilioinguinal nerve block. Per operative notes, ¿started to unroof the mesh, followed its edges through the fascia of the external oblique, but the planes were obliterated by scar tissue formation. The mesh was removed in its entirety. There was no new hernia created by this mesh removal.¿ attorney alleges that the patient had adhesions, mesh migration, pain and emotional injuries. It was also alleged that the patient had painful swelling, diverted the urine stream causing urine to be directed at contralateral thigh instead of down into the commode.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 9 months post implant of 3dmax mesh, patient had hematoma, adhesions, abdominal pain thereby underwent removal of mesh. Per op notes, ¿the mesh was displaced, widened bunched up in a preperitoneal space.¿ the instructions-for-use supplied with the device identify hematoma, adhesions as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.